Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: plates were used to fix a post coronary artery bypass grafting, sternal dehiscence. Two long plates and one munbrial h plate were implanted, date unknown, all with quick release pin. Both sternal locking lower plates broke. Hardware was explanted, date unknown. All 20 screws returned were found intact. This complaint is on the sternal locking plate. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Placeholder.